Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead stated that their remote communicator displayed a red call doctor icon, and 2 yellow collecting waves were seen on the remote communicator. Subsequently, latitude data analysis was request and shock impedance high out of range was noted. Lead remains in service. No additional information is available at the moment. No adverse patient effects were reported.